Event description:
It was reported that on remote monitoring transmission for syncope, the ventricular sensing threshold measurement was below range and the atrial lead had suspected occasional intermittent oversensing. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5076-52 lead, implanted: (B)(6) 2002, etbf2816c166e stent graft, implanted: (B)(6) 2012, enlw1624c124e stent graft, implanted: (B)(6) 2012. (B)(4).